Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that IV extension tubing failure during insertion. The tip of the tubing detached, causing blood to leak rapidly from the extension.